Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported a catheter revision was planned for (B)(6) 2013. Additional information has been requested but was not available at the time of the report.